Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that she had to call the paramedics that morning because his blood glucose level dropped to 28 mg/dl. In the afternoon his blood glucose level shot up to over 600 mg/dl. The customer took his insulin pump off. The customer did not go to the hospital. The paramedics hooked the customer to ivs and got him to eat some food. The customer was wearing the insulin pump at the time the paramedics arrived. The time was wrong on the insulin pump. The device was not returned.